Manufacturer narrative:
(B)(4). The customer reported that the device would not pace as expected. There was no report of negative patient impact. Philips provided information regarding pads and leads placement and skin condition to assist the customer's questions. The device was not evaluated by philips. We will consider this a malfunction based on the customer report only.

Event description:
The customer reported that the device would not pace as expected. There was no report of negative patient impact.